Event description:
It was reported that the pacemaker reached elective replacement (B)(6) 2009. On (B)(6)2010, upon interrogation, pacing ceased and lead impedance was reported as >9,999 ohms. The device was replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.